Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 472 mg/dl. The customer also experienced nausea and vomiting. The customer stated that foot poisoning may have contributed to the elevated high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer could not continue troubleshooting as he didn't have supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.